Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, unspecified issues. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two 375cc mentor siltex round moderate profile prostheses and experienced postoperative left-sided breast pain and unspecified issues bilaterally. The patient had a consultation with a healthcare professional due to the left-sided breast pain. In addition, the patient is experiencing unspecified issues bilaterally. However, the healthcare professional stated that the issues are unclear and she needs to clarify. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This is for the left-sided prosthesis.